Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. The noise was oversensed and led to inappropriate mode switches. Pacing inhibition occurred, but there was no asystole. At first, the rv lead was reprogrammed, but a revision was scheduled. The rv lead was explanted and replaced. The lead was suspected to be fractured. No additional adverse patient effects were reported.